Event description:
Spontaneous vaginal delivery accompanied by prolonged labor led to use of vacuum assisted fetal delivery device, kiwi omnicup. Ob/gyn, (B) (6). Seals applied device 7+ times, experiencing 6+ pop-offs and pulled in excess of 25 times. Misuse of the device resulted in intra-cranial hemorrhage, subdural hematoma, right cerebellar/vermian and left supero-median hemorrhage, ventriculomegaly, acute tubular necrosis, anemia, thrombocytopenia, hypokalemia. Principal diagnosis of hypoxic-ischemic encephalopathy, anoxic encephalopathy. Resulting diagnosis; spastic quadriparesis, epilepsy, west syndrome, dysphasia, lack of normal physiological development, feeding problem s/p g-tube, ftt, plagiocephaly, cortical blindness/deafness, apnea, gerd. Dates of use: 2+ hours (B) (6)2009 - (B) (6)2009. Diagnosis or reason for use: spontaneous vaginal delivery accompanied by prolonged labor.